Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure at 37,572 joules of use and 16 minutes, "fiber shooting straight" was observed with the first fiber. The fiber was replaced. The fiber tip (cap) was cleaned during the procedure. It was reported that at 75,894 joules of use, the second fiber was observed to "fiber shooting straight." The fiber was exchanged. It was reported that at 111,362 joule of use, the third fiber was observed "fiber shooting straight." The procedure was completed utilizing a fourth fiber. Patient outcome: "ok" reported. There was no report of injury to the patient. This report is for the first fiber used.

Manufacturer narrative:
Device available for evaluation updated. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: the identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, the potential for forward firing may exist.